Event description:
The customer stated that he performed a control test and received a result of 210 mg/dl. The normal control range is 89-120 mg/dl. While troubleshooting, the customer received another control test result of 181 mg/dl. The bottle of test strips was a sample bottle of 5 that came with the meter. The customer only had one test strip left, but it was to be returned for evaluation.